Event description:
The customer reported obtaining erroneously high valproic acid (vpa) result of 116.8 ug/ml for one (1) (B)(6) year old patient involving the unicel dxc 600 synchron system. Subsequent repeats on the same dxc 600 analyzer produced lower results of 0.9, 5.7 and 6.5 ug/ml. The customer diluted the sample in a 1:2 ratio with a known level 2 quality control (qc) material of 64.7 ug/ml and a result of 34.7 ug/ml was obtained. The customer stated that a vpa result of <10 ug/ml was reported out of the laboratory and the result was not questioned by the physician. The customer had also sent the sample to another laboratory for testing but the result is not available. The customer noted that the physician has a history on this patient for the month of june and july with vpa results ranging from 56 - 118 ug/ml. There was no change or effect to patient treatment in connection with this event. Diagnosis of the patient is unknown. Qc and calibration results passed within specifications until the day of the event. At the time of the event, level 3 qc was out of the established range at greater than 2 standard deviations or 10 ug/ml lower than the established mean.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a noisy cartridge chemistry (cc) sample mixer paddle. The fse proceeded to replace the mixer paddle and bearings inside the mixer to resolve the noise and imprecision issues. Failure mode of the event is attributed to the cc side sample mixer paddle and its bearings. Results: mixer bearings.